Event description:
It was reported that the patient had a right lead fracture. This was not confirmed through imaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial/ batch: (B)(6).

Event description:
It was reported that the patient had a right lead fracture. This was not confirmed through imaging. Additional information was received that the lead also had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.